Event description:
During an unsuccessful attempt to cross the target lesion, the stent became deformed. Stent delivery system, guide catheter and wire were withdrawn into pt's leg where the stent was retrieved with a snare.